Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v333404, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) was flipping in the pocket which began to pull on the lead so that the lead migrated over time. The patient was still getting therapy at a low voltage threshold, although the patient wasn¿t able to get therapy on two of her programs. The ins was nearing end of life and there were two months remaining. The ins and lead were replaced the day of the report. Prior to explant, impedances were normal, and the ins and lead were intact when explanted. After implanting a new lead and ins, the patient was getting stimulation under 1 volt vaginally. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.